Event description:
(B)(6) was an associated of dr. (B)(6). I had a total left knee replacement. Dr. (B)(6) performed the surgery. I had problems with extreme pain afterwards and that hospital could not get my pain under control. To the point where they almost caused an overdose and almost administered narco. Grasp cart was brought into my room. I knew and just felt something was wrong all along. I had reported to dr.(B)(6) that something was not right with my implants as I was recovering. In rehab, my left knee always swollen and hot I experienced extreme pain and still do to this day. I repeatedly made appointments to see dr. (B)(6) to tell me, until he finally blew me off and told me at my last appointment with him, as far as he was concerned, I did not need to take up anymore of his time. He then went and got another dr. That he hired to help him and told me if I needed I could from then on see him. Name? I don't recall. I never went back to (B)(6). My complaints fell on egotistical deaf ears. So I continued to suffer for a couple more years and I was in pain management and taking oxycontin 80 mcg 3x a day for it. Approx. A year I decided I had to get another opinion to validate that something was (is) very wrong with my left knee. It is huge from swelling. It is hot 24/7 and I was / am to this day in pain and have difficulty walking far, standing, working was nearly impossible due to this. As I earlier stated I made an appointment to see another orthopedic doctor. Dr. (B)(6) who did order, a nuclear medical test of the left knee which I had done at (B)(6). When I returned to dr. (B)(6) for results, he confirmed what I was telling dr. (B)(6) and that the implant was in fact worse. This is where he informed me he was an associated of dr (B)(6). He said my choice at that time, was to have it redone. I could not and cannot go through another surgery as it was the worst of all other surgeries (ii) I have had in my lifetime. And haunts me to this day! Hurts me physically and swells worse to day than previous years. This has traumatized me and ruins my day to day activities. I can no longer work and this is of a few physical disabilities I have. My right knee I now have problems with more and more, caused from using and depending on it to compensate for the left. This knee and implant is reason I am on disability. Finally approved after a long wait, I did ask dr. (B)(6) this , say something was wrong and this implant needed to be replaced, if he would cover the cost. He said "absolutely not." My insurance would have to pay for "his mustache" which stunned me. I have felt and my knee even looks like the implant is/was too big that he put in. But it's loose, I found out. At least I could know I wasn't cramp and imagining up my trouble walking extreme pain and huge looking way out of proportion left knee. It is quite hideous. I can feel the implant moving around which is painful. I use a walker if I have to go any distance with pain. I'm only (B)(6). Surgery would have been a breeze they said.